Event description:
It was reported during a da vinci-assisted partial nephrectomy surgical procedure, universal surgical manipulator (usm) 4 moved and rebounded slightly after the surgeon stopped moving the usm. The customer reseated the instrument and inspected the drape to ensure it was not interfering. The technical support engineer (tse) asked if the usm was at its edge of range of motion. The customer stated that they did not believe it was. The customer continued with the case. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The replaced usm has been returned and evaluated by the failure analysis (fa) team. The reported mechanical defect error was confirmed and replicated. The usm was installed onto a testing system, and the mechanical defect error was triggered, indicating a fault on the yaw axis. Once testing was completed, the yaw harmonic was verified to be the source of the fault.